Event description:
The screw that holds the head ring post in place broke while the head ring was on the pt. The pt's head weight was on this. The dr was using the posterior bar at the time of the incident. There was no pt injury, but there was a delay in starting the procedure. The incident occurred prior to scanning.